Event description:
Information received by medtronic indicated that the insulin pump was broken at reservoir connection. No harm requiring medical intervention was reported. Device was returned for further analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the retainer ring on event date (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, label damage (faded serial number label), retainer knit line damage and partially broken retainer. Cosmetic damage was confirmed at partially broken retainer. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.